Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient faced an event of insulin flow block alarm due to blockage in tubing on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples for the lot 5394037 have already been previously tested in the complaint (B)(4) on 04/apr/2024 test results: the reference samples were visually inspected and tested for flow and leak test. All test results were within specifications as per the complaint (B)(4) complaint test report. Packaging lot: the lot 5394037 was packaging according to the work instruction (wi) version 71, in the machine multivac 8,12, on 16/jul/2022, with a total of (B)(4) units. Assembly device history record (DHR) review: the lot 5395801 was assembly according to the wi version 23, assembly, on 16/jul/2022 with a total of (B)(4) units. The lot 5395802 was assembly according to the wi version 23, assembly, on 16/jul/2022 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 25/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 5394037 and found two complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to occlusion in tubing, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.